Event description:
It was reported that a spectrum pump had an inaccurate flow rate. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device was tested for flow accuracy testing twice and it failed both times with error percentages of 5.441% and 6.69%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plate travel. The pressure plate travel will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.